Manufacturer narrative:
Per the user facility's biomedical engineer, the reported complaint could not be duplicated after the case. Per data log review: on (B)(6) 2021, the gas system was successfully calibrated at 06:59:20am. At 07:42:55am the flow was set to 1.96 liters per minute (l/min). At 07:43:52am the gas system reported a 'flow control fault' which will cause the reported alert message 'service gas system'. The log confirms the complaint.

Event description:
It was reported that during use of the device for cardiopulmonary bypass (cpb), the central control monitor (ccm) displayed a 'service gas system' message. The case was completed using manual controls. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient.

Event description:
Per clinical review: on (B)(6) 2021, the team experienced a 'service gas system' alarm on their heart lung machine (hlm) while on cardiopulmonary bypass (cpb). The procedure was completed successfully with no change out, no delay, and no blood loss.

Manufacturer narrative:
Updated blocks: b5, h3 and h6. The reported complaint was confirmed based on the log review. The end user chose not to return any parts or request any service so no further evaluation or root cause analysis could be done. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.